Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an change sensor/bad sensor alarm. Blood glucose value was 490 mg/dl at the time of the incident. The customer treated the high blood glucose value with a manual injection. Troubleshooting was performed and the device will be replaced and returned.

Manufacturer narrative:
Inspected one opened or used sensor and was inspected performed continuity resistance test. And sensor passed per specification. Performed sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.